Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The tip of the wire broke when the surgeon was taking the product out of the packaging . Prior to patient contact. It was reported by the international customer that, during the removal of the product from the packaging, the tip of the wire broke. The customer has confirmed that this was prior to patient contact; accordingly, no adverse events were experienced by the patient.

Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, device history record, quality control documents, manufacturing instructions, complaint history, and visual inspection was conducted on the returned device during the investigation. One wire guide was returned for evaluation. The distal end appeared to be missing due to the fact there was no curve present and the wire guide's shortened length. The measured coil diameter was found to be within specifications. The device history record was reviewed and confirmed that no nonconformance¿s were recorded. Since the c-tpns-9.0d-90-redo is supplied with set components, the device history record regarding the complaint device (scf-38-30-3) was reviewed. This nonconformance was identified as "weld, offset"; the non-conforming component was scrapped and not released as part of the lot. There were no other reported complaints for this lot number. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. It is possible based on the provided information that the root cause of this event is related to customer use and/or handling. However, a definitive root cause cannot be determined. A risk assessment was performed to address this failure mode. No further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.